Event description:
It was reported that the active electrode was decomposed and fell off during use. All pieces were removed from patient. Backup device available, no patient injury.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows expected electrode wear. One of the electrodes is burnt and detached. The insulation on the shaft is in its original condition. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the error, the wand performed on the remaining electrodes as intended. The suction line was tested and performed as intended. The complaint was verified and the root cause could be determined by expected wear / tear. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: (1) the devices may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip, (2) using a set point higher than default settings may increase the wear of the screen / electrodes factored with technique such as amount of pressure and speed in which the wands are passed over tissue.